Event description:
User failed proficiency survey for one folate sample. User stated there did not appear o have been any issue with patient samples. Initial results 2.2 ng/ml, range for acceptable performance is 4.8-9.9 ng/ml. The field service representative determined there was poor measuring cell performance at the time the sample had been run and measuring cell was replaced after survey material was run. Performance tests were performed which were within specification.